Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, three years three months of post deployment, the patient presented with right-sided lower quadrant abdominal pain. After, four days, an inferior vena cava venogram showed inferior vena cava occlusion with possible acute clot seen cephalad to the level of indwelling filter. After two days, an inferior vena cava venogram showed that there was a small channel that lay lateral to the collapsed inferior vena cava filter. On the next day, an attempt was made to retrieve the indwelling inferior vena cava filter via the right jugular sheath, a long 4-french glide catheter was advanced into the left iliac venous system. The indwelling right jugular 6 french sheath was upsized, and a 14 french sheath was advanced into the inferior vena cava just above the level of the inferior vena cava filter. Utilizing the bard recovery cone, attempts were made to retrieve the inferior vena cava filter without success. The nose cone of the inferior vena cava filter could not be trapped within the recovery cone. Venography showed that the nose cone of the inferior vena cava filter appeared to be embedded within the wall of the inferior vena cava due to the chronic deep vein thrombosis. Local manipulations were made in attempt to ¿free up¿ the nose cone of the indwelling inferior vena cava filter by performing various balloon angioplasties. These attempts did not result in manipulation of the nose cone of the inferior vena cava filter, such that it could be retrieved. Around, two years and one month later, the patient presented with lower quadrant abdominal pain. On the same day, a computed tomography angiography (cta) chest, abdomen and pelvis with intravenous contrast showed that there was no evidence for pulmonary embolism. Also, there was an inferior vena cava filter noted. Also, a computed tomography (CT) venogram, abdomen, pelvis and bilateral lower extremities showed that there was an inferior vena cava filter in place with legs projected through the walls of the cava. On the same day, the patient underwent tissue plasminogen activator (tpa) thrombolytic therapy. After two days, a left lower extremity and pelvic venograms demonstrated compressed inferior vena cava filter. On next day, a computed tomography angiography (cta) chest with intravenous contrast showed no pulmonary embolism. Therefore, the investigation is confirmed for the alleged material deformation, perforation of the inferior vena cava, retrieval difficulties. However, the investigation is inconclusive for alleged filter tilt. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted and struts perforated the inferior vena cava. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted, struts perforated the inferior vena cava. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.